Event description:
In 2005 the lay user/patient contacted lifescan alleging that the one touch ultra powers off during use. Due to power issue, the pt has not been able to test his blood sugar levels since eight days earlier at 2:00 pm; however, the pt continued his medications regimen. Six days later, the patient woke up at midnight feeling dizzy. At the time of the concern, the patient did not have access to a working meter so he immediately called the paramedics. The paramedics came approximately in 20 minutes and tested his blood glucose on their meter, which was "5.2 mmol/l." Based on the blood glucose result from the paramedic's meter, the patient did not receive any medical treatment. The patient felt fine when he returned to bed and when the patient woke up the next day. The patient's medication regimen is as follows: 9:00am: 48 units of insulin mixtard inolet, 10 mg ramipril tablet, 75 mg aspirin; 4:30pm 46 units of insulin mixtard inolet; 11:00pm 10 mg amitprin and 40 mg cimvatin. This complaint is being reported because the meter was powering off during use. The customer care advocate was able to resolve the power issue by having the patient correctly installing the battery.